Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the patient was hospitalized due to elevated blood glucose level. The patient noticed the cannula of the infusion set had not pierced their skin. The blood glucose result was 18 mmol/l and the ketones was 1.6. The patient was treated with insulin via IV. It is unknown how long the patient was in the hospital. It is unknown if the cannula was defective. The infusion set was requested to be returned for product evaluation.